Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced intermittent t-wave oversensing (twos) and the patient reported not feeling well due to the rhythm drop to forty beats-per-minute. The rv lead detection was reprogrammed, however the t-wave oversensing (twos) persisted. The rv lead currently remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.